Event description:
Revision surgery - due to the patient dislocating. The surgeon removed the bipolar and replaced the head with a size 22 neutral. He revised to a total hip arthroplasty (tha) using a stryker cup and liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.5 months of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: (B)(4). A review of the product complaint report history shows this is the seventh complaint for this product: two due to infection, two due to dislocation, one for stability/poor joint, and two due to pain. This is the first complaint for this lot number. The root cause for the dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.